Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump found that the pump was in good physical condition. The device passed functional and delivery tests. Three separate delivery accuracy tests were per formed; all of which were within the pump's delivery accuracy manufacturing specifications. Based on the evidence, the complaint was not confirmed. The root cause could not be identified.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was exhibiting volume failure. No adverse effects reported.

Manufacturer narrative:
Additional information received on 15-mar-19. The pump was under delivering, which was discovered after infusion. The event occurred on (B)(6) 2019 and did not occur while in use with a patient. No reported adverse effects.